Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1, 5.1, 6 and door 3 failed and not detected on bus, required maintenance, which located on 3aarub. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. The field service engineer (fse) found that pharmacist had checked the station, and all pockets and the tower door had been recovered except for drawer 6. Fse confirmed that drawer 6 full height cubie drawer that needed a software update to fix a firmware issue the technical support specialist team was working on. After completing their work, the pharmacist had recovered everything and confirmed all was ok. The system functioned as intended after the technical support specialist and field service engineer repaired the device.